Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot 231405432);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent did not open and encountered resistance during resheathing into the phenom 27 microcatheter. The patient was undergoing  dense mesh flow diversion surgery for treatment of an unruptured, saccular, terminal internal carotid artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 4.2 mm distally and 4.25 mm proximally. It was noted the patient's vessel tortuosity was normal. Femoral artery access vessel diameter was 8 mm. The angiographic result post procedure was reported as vessel was patent with no abnormalities. After the catheter was positioned during the procedure, an attempt was made to advance the stent. After pushing out the stent, repeated attempts were made but the tip end of the stent could not open. The operator then attempted to retrieve the stent entirely into the catheter, but found that the tip end of the stent could not be retrieved into the catheter and became stuck at the tip of the catheter. The entire system was then withdrawn, replaced, and the procedure was completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).